Event description:
It was reported that the wake button on the pump was not working and customer had to connect the pump to a power source in order to illuminate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.